Manufacturer narrative:
Follow-up # 1: the meter involved with this complaint was returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. The control solution involved with this complaint was also returned; however, had no testing performed, as the complaint is related to a meter issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her one touch verio iq meter had displayed a message ¿ ¿insert a different strip¿ . The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged message first occurred ¿(B)(6) 2015, 11:30am¿. The patient manages her diabetes with ¿glucorite¿ once or twice daily and on ¿(B)(6) 2015, 11:35am¿ continued with her usual dose including sliding scale. The patient stated that ¿3 minutes¿ after the alleged product issue began she developed the symptoms of ¿upset and blood pressure went up¿. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used and there was not misuse of the product. The cca noted the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 2: device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. In addition a secondary issue was noted; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.